Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing sound quality issues and open electrodes. Programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail region prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed several broken electrode wires on a severed electrode piece. System lock was verified. The electrode condition prevented some of the electrical tests performed. The device passed the electrical and mechanical tests performed. The dissection and scanning electron microscopy analysis of the electrode revealed evidence of fatigue breaks on several electrode wires on the electrode lead. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed at the fantail region and at the electrode lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed several broken electrode wires on a severed electrode piece. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The dissection and scanning electron microscopy analysis of the electrode revealed evidence of fatigue breaks on several electrode wires on a severed electrode piece. The photographic imaging inspection and scanning electron microscopy analysis revealed broken electrode wires in the fantail region, which are consistent with the number of open electrodes reported. It is believed that these breaks caused the sound quality issues reported. This is the first incidence of this failure mode on this type of electrode. Advanced bionics will continue to monitor for failure modes of this type and will implement corrective actions as necessary. This is the final report.